Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the battery cap was difficult to remove even with coin and screwdriver. Battery cap was eventually removed with a knife. It was reported that battery cap was stripped. It was reported that customer's blood glucose was in the 300 mg/dl. Insulin pump would be replaced.